Event description:
It was reported from the analysis of the returned product that clip deformation was observed. It was reported that on an unknown date in 2024, the clips would not form correctly in the lapra-ty suture. There was no patient harm/involvement. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 (b) cartridge was received inside of the opened foil with 6 loose clips, one of them was closed and one was received partially closed and damaged. In an attempt to replicate the reported incident, the clips in good condition were tested for functionality with a test device. 4 clips were manually loaded. Upon functional testing of the clips, the instrument loaded, retained, and deployed 4 clips as intended over the suture. The instrument was fully functional and conforming. The event reported was confirmed and it is related to improper use of the device. Grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. Under endoscopic visualization, the suture is placed within the jaws of the loaded clip away from the latch area. Position the clip by sliding it down the suture until it makes contact with the tissue. Note: excessive tension may cause suture and clip to pull through tissue or may cause clip slippage. The applier jaws are closed by squeezing the handle of the applier until the clip is visibly locked. In all cases, the surgeon should verify closure and security. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.